Event description:
The patient reported her insulin infusion device has made a "quacking' noise when delivering a bolus over the last 2 months. She stated the device does not make the sound during normal basal delivery or returning of the piston rod. She said the noise is very loud, but her device is functioning normally. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.